Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button on the pump was not responding and it did not turn the pump on. The customer's blood glucose level was not impacted. The customer was able to access the pump after it was plugged into a power source.